Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No further info was available at the time of the report. Additional pt and event details have been requested. Should additional info become available, a follow-up report will be submitted. The hosp has indicated there was no documentation found in the patient's medical records indicating whether the fms was irrigated post-insertion and/or whether the amount of fluid in the retention balloon was monitored during each shift to ensure it wasn't overinflated; charting only confirmed the fms was present.

Event description:
The nurse reports the pt was admitted to the surgical intensive care unit on an unk date for a subdural hematoma. The pt had episodes of loose stool on (B)(6) 2015 and a fecal management system (fms) was placed on (B)(6) 2015. On (B)(6) 2015, a nurse noted the pt had bloody stool leaking around the fms. As the nurse intended to remove the device, the retention balloon was deflated. During deflation, the nurse noted the retention balloon had been inflated '100 to 110' cc's of fluid'. The fms was removed and replaced with a rectal bag. On (B)(6) 2015, the pt developed 'a new gi bleed' and was transfused two units of packed red blood cells. In addition, he received 'more vasopressor support' to maintain his blood pressure. The pt had allegedly received 'multiple blood products and transfusions' since (B)(6) 2015. On (B)(6) 2015, the pt underwent an upper and lower endoscopy and colonoscopy. The testing revealed a 'large anal fissure with a deep groove' located 'just around where the fms was sitting'. It is also reported as of (B)(6) 2015 the pt was not bleeding. No further info was provided.